Manufacturer narrative:
Patient never called back like she said she would. We have attempted to contact her multiple times to ascertain her current status, but she has not returned our phone calls. If we receive any additional information, we will submit a follow-up report. We are aware that a very small percentage of the population may react negatively to topical products, likely due to hypersensitive skin and/or allergies. It is very rare that permanent scarring results.

Event description:
Patient explained that she had a multiple sleep latency test (mslt) to confirm narcolepsy. The test occurred from 9:00 pm thursday (B)(6) ending at 4:00 pm friday (B)(6). That night or early the next day - saturday (B)(6), patient began to experience a severe skin irritation on her scalp, behind her ears, with the most severe areas being along the jawline which have spread toward her lips. The patient indicated that the scalp irritation and the rash behind her ears are nearly gone, but the rash spots described as "hive-like in appearance with small white pimples" remain on her face especially the jawline. Patient was advised to see her doctor immediately to prevent further spreading of the rash and to receive relief and appropriate treatment. Patient responded by saying she will "see if she can get in to see the doctor, probably not today, but maybe within the next day or so." She did agree to phone back once she has seen her doctor to inform us of the prognosis.